Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic chole procedure, the device jammed at the beginning of the procedure. Another device was used to complete the case with no patient consequence.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device fired properly for the first four firings. On the fifth firing with the third blue reload there was a partial cut and at the latter end of the staple line the device stapled, however, did not cut that portion. On the sixth firing with the fourth blue reload the device staple and cut and then there was an area that did not staple nor cut, it seemed the device jumped and then stapled and cut. The surgeon reinforced the area on the 5th and 6th firings with suture. Usually the surgeon tests the anastomosis with saline and for this test methylene blue was used to do the leak test which resulted in no leaks. The procedure was prolonged by 20-30 minutes. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with four cartridge reload present. The cartridge reloads were received fully fired. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.